Event description:
Revision surgery - the pt had an infection; requiring the surgeon to insert an antibiotic spacer.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2012 was identified as an infection. The original surgery was performed on (B)(6) 2011. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the turon primary humeral stem as well as the concomitant parts were examined. There are no non-conforming material reports or other discrepancies associated with these products. The device history record documentation review checklist showed the devices each received an adequate 25-40 kgy gamma radiation sterilization dose and was within its expiration date at the time of the original surgery. A review of the device history records, product complaint report database, and sterilization records show that all components reported in this complaint that were used in the original surgery met sterilization, design, and manufacturing requirements. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect. The source of the infection is unknown. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. It is possible that the patient may have had a pre-existing condition or have been involved in an activity that may have impeded their resistance to infection. It is unknown to what extent the patient became infected. No information was provided about the surgical environment, information for use deviations, or any pre-existing conditions of the patient.